Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a pump error. The customer's blood glucose level was unknown. It was reported that they had issue with getting the insulin pump to auto mode. It was reported that the insulin pump had a software error detected alarm. It was reported that auto mode status screen showed auto mode turned off. The insulin pump will not be returned for analysis.